Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button alarm. The customer¿s blood glucose was 394 mg/dl at the time of incident. Customer stated that she got off an airplane, the insulin pump was beeping and could not press the center button, customer was unsure if the buttons was pressed for 3 minutes or longer. Advised customer that atmospheric pressure may lead to unresponsive keypad. Customer was able to clear the alarm during troubleshooting. Advised customer to monitor. No product is expected to return for analysis.